Event description:
Procedure type: liver resection. According to the reporter: the physician said that during the use of a 60mm white load stapler, the parenchyma, which had a very hard consistency, above the usual in cirrhotic pts, approximation of the tissue was not possible. The load was replaced in the same stapler to resect the vascular pedicel, but the stapler broke during the tissue resection. This event increased bleeding and it was necessary to convert the procedure to a laparotomy.

Manufacturer narrative:
(B)(4).